Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut. The root cause for cut cable could not be positively identified. There is no indication that the cut cable caused or contributed to an adverse event.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.